Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon further investigation, the patient was hospitalized the day after the event onset (not the same day as previously reported). The patient was treated with unspecified oral and intraperitoneal antibiotics (dose, frequency, and duration not reported) for peritonitis. Two days after admission, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)/ as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.